Event description:
Same patient as MFR ID#: 2134265-2010-04069. It was reported that during a stenting treatment procedure, balloon removal difficulty occurred. The target lesion was located in an unknown vessel. A 3.5x24mm veriflex stent delivery system (sds) was advanced, and the stent was deployed at 14atm. While removing the sds balloon from the deployed stent, it was reported that the balloon did not extract easily. The balloon was "sticky". It was reported that a non-bsc guide wire, a non bsc aspiration catheter, a 2.0x20mm apex balloon inflated to 14atm and a 4.0x15mm quantum balloon inflated to 12atm were also used during this procedure. No patient complications were reported. The following day, the patient underwent an additional procedure for which a lesion in the left anterior descending coronary artery was treated. A 3.0x20mm veriflex sds was advanced and deployed at 12atm. While removing the sds balloon from the deployed stent, it was reported that the balloon did not extract easily. The balloon was "sticky". It was reported that a non bsc guide wire and a 2.25x12mm apex balloon inflated to 10atm were also used during this procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented as an emergent case for the first procedure and the target vessel was treated with thrombectomy due to thrombosis prior to angioplasty or stenting. At the first procedure, the devices were used in the following order: a non-bsc guide wire followed by a non-bsc thrombectomy catheter. The 2.0x20mm apex was then used for predilation followed by deployment of the 3.5x24mm veriflex. The 4.0x15mm quantum balloon was used for post dilation. At the second procedure done the next day, the devices were used in the following order: a 190cm non-bsc guide wire followed by the 2.25x12mm apex for pre dilation. The 3.0x12mm veriflex was then deployed.